Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed and displayed an error message stating "failed to stay closed". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 failed. The field service engineer (fse) inspected the drawer and found that the black plastic was grinding against the red latch, preventing proper closure. The black plastic was filed down to eliminate contact and allow the latch to move freely. After the adjustment, the drawer was accessed repeatedly without failure, confirming successful repair. The system functioned as intended after the field service engineer repaired the device.